Manufacturer narrative:
Sample was drawn into a sst tube and centrifuged for 10 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. System check failed initially but was within specifications upon repeat. A field service engineer (fse) was on-site 10/05/09. Fse found a kink in the substrate line and replaced the substrate probe. A system check and precision run was then performed which met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the synchron lxi 725 clinical system. A patient sample when tested for accutni gave a result of 12.07 ng/ml and upon repeat gave a result of 0.01 ng/ml. Another sample was drawn from this patient the next day and a result of 0.01 ng/ml was obtained and upon repeat on a different instrument, it again gave a result of 0.01 ng/ml. The erroneous result was reported outside of the laboratory and a corrected report was issued. An EKG was ordered for the patient. No reports of death or serious injury have been reported in connection with this event.